Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On 10-may-2024, it was reported by the patient that infusion set fell off during use. High blood glucose level displayed high and treated by correction injection via mdi. No further information was available.